Event description:
The customer reported detecting a burning smell.

Manufacturer narrative:
(B)(4). The customer reported detecting a burning smell. Initial evaluation of the returned product shows that the ac power connection is damaged and melted. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.